Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('auto immune-type symptoms') in a 25-year-old female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included light periods, cramp in lower abdomen, gravida ii, parity 3 and caesarean section. Before essure, plaintiff never had a problem with her menstrual periods. Previously administered products included for an unreported indication: penicillin, omeprazole, prilosec and percocet. Past adverse reactions to the above products included nausea with omeprazole. Concurrent conditions included dermatitis due to metals, pelvic pain female, perineal pain, vitamin d deficiency, epigastric pain, weight decreased, gerd and cystitis interstitial. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced urticaria ("hives covering her entire body"), 3 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced rash ("rash covering her inner thighs and upper arms / hypersensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("plaintiff believes she suffers from a nickel allergy"), menorrhagia ("unusually heavy menstrual periods (periods became very heavy and painful)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("unusually heavy menstrual periods (periods became very heavy and painful)/dysmenorrhea (cramping)"), alopecia ("hair loss"), headache ("headaches /painful headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("pain: stomach") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, rash, urticaria, dysmenorrhoea, alopecia, headache, vaginal haemorrhage, dyspareunia, abdominal pain upper and migraine outcome was unknown and the autoimmune disorder, allergy to metals and menorrhagia had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: her pain is severe, and she has not been able to sleep on her stomach for years. Plaintiff continues to suffer from heavy menstrual periods and autoimmune-type symptoms caused by the essure device and is still treating her injuries at the time of the filing of this complaint. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhoea, stomach pain and dyspareunia menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('auto immune-type symptoms') in a (B)(6)-year-old female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included light periods, cramp in lower abdomen, gravida ii, parity 3 and caesarean section. Before essure, plaintiff never had a problem with her menstrual periods. Previously administered products included for an unreported indication: penicillin, omeprazole, prilosec and percocet. Past adverse reactions to the above products included nausea with omeprazole. Concurrent conditions included dermatitis due to metals, pelvic pain female, perineal pain, vitamin d deficiency, epigastric pain, weight decreased, gerd and cystitis interstitial. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced urticaria ("hives covering her entire body"), 3 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced rash ("rash covering her inner thighs and upper arms / hypersensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("plaintiff believes she suffers from a nickel allergy"), menorrhagia ("unusually heavy menstrual periods (periods became very heavy and painful)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("unusually heavy menstrual periods (periods became very heavy and painful)/dysmenorrhea (cramping)"), alopecia ("hair loss"), headache ("headaches /painful headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("pain: stomach") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, rash, urticaria, dysmenorrhoea, alopecia, headache, vaginal haemorrhage, dyspareunia, abdominal pain upper and migraine outcome was unknown and the autoimmune disorder, allergy to metals and menorrhagia had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: her pain is severe, and she has not been able to sleep on her stomach for years. Plaintiff continues to suffer from heavy menstrual periods and autoimmune-type symptoms caused by the essure device and is still treating her injuries at the time of the filing of this complaint. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhoea, stomach pain and dyspareunia menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: case was upgraded to serious incident, essure removal done, event pelvic pain female, migraine were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('auto immune-type symptoms') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 25-year-old female patient who had essure (batch no. 706579) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included light periods, cramp in lower abdomen, gravida ii, parity 3, caesarean section, drug hypersensitivity and endometrial ablation. Before essure, plaintiff never had a problem with her menstrual periods. Previously administered products included for an unreported indication: penicillin, omeprazole, prilosec and percocet. Past adverse reactions to the above products included nausea with omeprazole. Concurrent conditions included dermatitis due to metals, pelvic pain female, perineal pain, vitamin d deficiency, epigastric pain, weight decreased, gerd and cystitis interstitial. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced urticaria ("hives covering her entire body"), 3 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced rash ("rash covering her inner thighs and upper arms / hypersensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("plaintiff believes she suffers from a nickel allergy"), heavy menstrual bleeding ("unusually heavy menstrual periods (periods became very heavy and painful)/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("unusually heavy menstrual periods (periods became very heavy and painful)/dysmenorrhea (cramping)"), alopecia ("hair loss"), headache ("headaches /painful headaches"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain upper ("pain: stomach") and migraine ("migraines"). The patient was treated with surgery (essure removal and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, urticaria, dysmenorrhoea, alopecia, headache, vaginal haemorrhage, dyspareunia, abdominal pain upper and migraine outcome was unknown and the autoimmune disorder, allergy to metals and heavy menstrual bleeding had not resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: her pain is severe, and she has not been able to sleep on her stomach for years. Plaintiff continues to suffer from heavy menstrual periods and autoimmune-type symptoms caused by the essure device and is still treating her injuries at the time of the filing of this complaint. Procedure laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy. Is scheduled at hospital on (B)(6) 2017. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: dysmenorrhoea, stomach pain and dyspareunia menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information , other relevant history added. Rcc added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.